Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
On 29-sep-2021, intuitive surgical inc. (Isi) received mw5104098 stating: "during hysterectomy when grasping the fallopian tube the fenestrated forcep broke off. It was removed and irrigated. Xray confirmed no broken part left in patient. The broken piece was obtained before any harm and has been retained. This product can be used 14 times and was only reprocessed 7." The instrument was noted as being available for evaluation. Intuitive surgical inc. (Isi) followed up with the initial reporter on 30-sep-2021 to request additional information and the following details were obtained. The fragment was retrieved by the surgeon robotically. No additional procedure was required for removing it. An x-ray was performed to confirm no fragments were left in the patient's anatomy. The cause of the instrument breakage was unknown. The instrument was grasping the fallopian tube at the time of the issue. There were no instrument collisions noted. The instrument was not removed prior to the breakage. There were no issues with the instrument's functionality prior to the tip breakage. No additional patient-related information was available. The instrument information was confirmed as part #: 471205-17 and lot # n10210120-0031.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A log review was performed and found that the fenestrated bipolar forceps instrument was last used on 10-sep-2021 on system (B)(4) with 4 uses remaining. A site history complaint review was performed and no other complaints for this product were identified. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the instrument breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.